Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran routine and advance clean and replaced the integrated multi-sensor technology (imt), resulting unsatisfactory. The cse replaced the peristaltic tubing, aligned the imt probe and imt rotary valve. The cse ran quick check on rotary valve, which passed. However, measurement errors were flagged intermittently but frequently. The cse then ran precision on dilution check and standard deviations failed. The cse replaced standard b, primed and calibrated it and ran serum qc in triplicate, resulting satisfactory. The cause for the falsely, elevated na results is unknown. During follow-up with the customer, the customer confirmed that the instrument had been working satisfactorily since the service visit. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. One discordant result (patient ID: (B)(6)) was reported to the physician(s) who questioned it. The other two discordant results (patients ID: (B)(6)) were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.